Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that far field r-wave (ffrw) oversensing into right atrial (ra) lead electrograms (egm) was noted due to the physician having to program the lead for historically low p waves for the patient. It was also reported that there were episodes of noise in ra lead and right ventricular (rv) lead channels consistent with external interference with the cardiac resynchronization therapy defibrillator (crt-d) but there was no known source of the interference. One year later during a clinic evaluation there were positive noise provocation maneuvers, and the rv lead sensing was reprogrammed. Later, several atrial fibrillation (af) episodes were recorded resulting in detection of external interference on the atrial channel while there was no noise seen on the ventricular channel. Later again more af episodes were observed with corresponding noise in both the ra and rv lead channels thought to be due to external interference again, however no source was able to be identified. It was noted that all other parameters for both leads were normal and stable. The ra lead, rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.